Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was not reported if the patient was hospitalized prior to death. It was not reported if pd therapy was ongoing until the time of death. The cause of death was unknown. It was not reported if an autopsy was performed. Additional attempts to obtain additional information have not been successful.

Manufacturer narrative:
(B)(4). The patient was born on an unspecified date in (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.